Manufacturer narrative:
Evaluation was completed. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) received the lab result confirming the presence of mycobacterium in the cooling water of the heater-cooler device. No further information regarding the exact type of mycobacterium is available. Through follow-up communication, livanova (B)(4) learned that the facility does not plan to return the heater-cooler device for the deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that mycobacteria was detected in the water of the heater-cooler system 3t. The customer reported that the device is placed outside the operation theatre during use. There is no known patient involvement.